Manufacturer narrative:
(B)(4).

Event description:
Additional information was reported by the healthcare professional (hcp) on (B)(6) 2016. It was reported that the pump had been stopped. The pump had not been refilled with saline for more than three years. It was noted that the end of life was expected.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter.

Event description:
Information was received from a health care provider regarding a patient who was receiving saline via a pump implanted to treat non-malignant pain, failed back surgery syndrome, and lumbar radiculopathy. It was reported that the patient was experiencing progressive unchanged low back pain. Saline was put in the pump in 2012, because the pump never really provided significant pain relief. It was unknown what drug was in the pump prior to the saline. Following this, the pump reached end of service. As of (B)(6) 2016, the pump had been at end of service for at least 2 years. The pump was no longer in use. On (B)(6) 2016, the patient was being set up to have a CT mylogram to rule out a granuloma.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.